Event description:
The prosthetic limb dropped off while walking. The patient fell which resulted in visit to the hospital, and the patient was in lot of pain. She had pulled/ torn some muscles and takes pain medication. The prosthetic device was replaced. Cpo informed integrum that the patient experience no problems with her current prosthetic device and is recovering well from her fall.

Manufacturer narrative:
The axor has been sent for service. Minor wear on the jaws was identified. The jaws were replaced with new ones as preventive action. The unit has been in use for almost 2 years and this is considered as normal wear. Axor returned to customer after service. The service report is attached to this supplemental report.

Event description:
The prosthetic limb dropped off while walking. The patient fell which resulted in visit to the hospital, and the patient was in lot of pain. She had pulled/torn some muscles and takes pain medication. The prosthetic device was replaced. Cpo informed integrum that the patient experience no problems with her current prosthetic device and is recovering well from her fall.

Manufacturer narrative:
The axor has ebeen sent for service. Minor wear on the jaws was identified. The jaws were replaced with new ones as preventive action. The unit has been in use for almost 2 years and this is considered as normal wear. Axor returned to customer after service. The service report is attached to this supplemental report.

Event description:
The prosthetic limb dropped off while walking. The patient fell which resulted in visit to the hospital, and the patient was in lot of pain. She had pulled/torn some muscles and takes pain medication. The prosthetic device was replaced. Cpo informed integrum that the patient experience no problems wth her current prosthetic device and is recovering well from her fall.